Event description:
It was reported that during an infusion (medication, programmed amount and delivery rate unk) the pt's PICC line clotted and a replacement PICC line was required.

Manufacturer narrative:
(B)(4). The device was not returned for eval and therefore and eval could not be completed. If the device is returned an eval will be completed and a supplemental report will be submitted. Baxter is working with the customer to address the reported clotting of IV PICC lines. Baxter has attempted to obtain additional event details to assist in further understanding the infusion set up and clotting issue. The customer has stated that facility is currently attempting to address this issue without assistance; however, baxter will continue to obtain information and assist the customer. MFR report nos 1314492-2013-00087, 1314492-2013-00089, 1314492-2013-0090, 1314492-2013-0091, 1314492-2013-00092, 1314492-2013-00093, 1314492-2013-00094 and 1314492-2013-00095 are related events from this customer.